Event description:
The facility reported a pump that will not turn on due to a battery problem. This occurred during customer use, however there was no pt involved. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.